Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/lower pelvic region") and menorrhagia ("menorrhagia") in a 49-year-old female patient who had essure (batch no. 686082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Concurrent conditions included uterine bleeding, body mass index normal, fibroid uterine enlarged and human papilloma virus test positive. Concomitant products included levothyroxine sodium (levoxyl) since 2004. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), fatigue ("fatigue"), vaginal haemorrhage ("heavy vaginal bleeding"), headache ("headache"), weight increased ("weight gain") and cervicitis ("mild chronic cervicitis"). The patient was treated with surgery (laproscopically assisted vaginal hysterectomy with left salpingectomy and right oophorectomy.) And surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved and the menorrhagia, dysmenorrhoea, dyspareunia, migraine, fatigue, vaginal haemorrhage, headache, weight increased and cervicitis outcome was unknown. The reporter considered abdominal pain, cervicitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms. Approximate weight at time of essure placement: 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: fallopian tubes are occluded by essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:the event menorrhagia, headache, weight gain, mild chronic cervicitis added.reporters,events outcome,lot number,concurrent condition,concomitant medication added. On (B)(6) 2018: fu 1 and 2 process together incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/lower pelvic region") and menorrhagia ("menorrhagia") in a 49-year-old female patient who had essure (batch no. 686082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Concurrent conditions included uterine bleeding, body mass index normal, fibroid uterine enlarged and human papilloma virus test positive. Concomitant products included levothyroxine sodium (levoxyl) since 2004. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), fatigue ("fatigue"), vaginal haemorrhage ("heavy vaginal bleeding"), headache ("headache"), weight increased ("weight gain") and cervicitis ("mild chronic cervicitis"). The patient was treated with surgery (laproscopically assisted vaginal hysterectomy with left salpingectomy and right oophorectomy.) And surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved and the menorrhagia, dysmenorrhoea, dyspareunia, migraine, fatigue, vaginal haemorrhage, headache, weight increased and cervicitis outcome was unknown. The reporter considered abdominal pain, cervicitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms. Approximate weight at time of essure placement: 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: fallopian tubes are occluded by essure device. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: the event menorrhagia, headache, weight gain, mild chronic cervicitis added.reporters,events outcome,lot number,concurrent condition,concomitant medication added. On 4-apr-2018: fu 1 and 2 process together this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/lower pelvic region") and menorrhagia ("menorrhagia") in a 49-year-old female patient who had essure (batch no. 686082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Concurrent conditions included uterine bleeding, body mass index normal, fibroid uterine enlarged and human papilloma virus test positive. Concomitant products included levothyroxine sodium (levoxyl) since 2004. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), fatigue ("fatigue"), vaginal haemorrhage ("heavy vaginal bleeding"), headache ("headache"), weight increased ("weight gain") and cervicitis ("mild chronic cervicitis"). The patient was treated with surgery (laproscopically assisted vaginal hysterectomy with left salpingectomy and right oophorectomy.) And surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved and the menorrhagia, dysmenorrhoea, dyspareunia, migraine, fatigue, vaginal haemorrhage, headache, weight increased and cervicitis outcome was unknown. The reporter considered abdominal pain, cervicitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms. Approximate weight at time of essure placement: 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: fallopian tubes are occluded by essure device. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), fatigue ("fatigue") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, migraine, fatigue and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.